Event description:
It was reported that during a procedure of the moderately calcified and tortuous, narrow, eccentric, de novo 95% stenosed proximal circumflex artery, after predilatation with a non-abbott balloon catheter, the 2.25 x 8 mm xience nano stent delivery system (sds) was advanced and while positioning the stent at the lesion, it dislodged off the balloon in the vessel. It was noted that a 1.25 x 12 mm and a 2.0 x 12 mm balloon catheter were used to crush the stent implant against the vessel wall and two 2.5 x 12 mm xience v stent was used to tact it to the wall. Two stents were used to ensure adequate apposition to the vessel wall. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. A mandatory and voluntary medwatch form was received that stated a pilot wire was used to successfully navigate high-grade obtuse marginal lesion felt to be causing the patient's symptoms. This lesion was predilated with a 2.0 x 12 mm balloon at nominal pressures but was deflated and removed. Angiography demonstrated good clinical result with some residual stenosis. It was decided to proceed with attempted stenting of this procedure. A 2.25 x 8 mm size xience was attempted to be passed into this vessel. However, due to tortuosity with a right-angled bend from the left main to the circumflex and a second acute angle entering the obtuse marginal branch the stent would not pass.

Manufacturer narrative:
(B)(). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Attempts were made to withdraw the stent which was difficult. A buddy wire was passed and again efforts made to withdraw the undeployed stent. The balloon pulled back and then could not be slid over the wire, so the wire and balloon system were removed. It was noted that the stent was no longer on the balloon tip. Fluoroscopy demonstrated the presence of the stent which appeared to be stuck and off the balloon in the proximal circumflex. Following this a pilot wire was again passed in the distal vessel. The stent could not be snared so it was decided to crush the stent against the vessel wall and insert a stent over it to maintain patency of the vessel. All available relevant information was provided. (B)(4). The xience nano stent delivery system (sds) was not returned for analysis which may have assisted in the investigation and determination of cause. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that an interaction with the lesion/anatomy during advancement in the lesion may have resulted in disruption of the stent on the balloon. Subsequent manipulation within the vessel would have then led to the stent dislodgement. There was no damage noted to the stent or sds prior to use which suggests a product deficiency contributed to the reported difficulty. A review of the lot history record lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for stent retention issues. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.